Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, approximately 2.5 years ago, a patient in canada underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2021, a nurse reported that the patient experienced a stoma site infection with yellow drainage which was treated with topical fucidin and oral kflex with no improvement. A culture was taken of the stoma site and revealed yeast and enterobacter cloacae complex with cocci and bacilli which is resistant to kflex. The patient will be treated with another round of antibiotics based on those results.